Manufacturer narrative:
(B)(4). Sleeve. The analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the atrial and ventricular pacing leads were capped, due to high thresholds. New atrial and ventricular leads were implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during an unknown procedure, it was discovered that the tip of the sleeve is melted. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.